Event description:
Hosp personnel were attending to a pt in a code situation. Allegedly when the device was initially turned on, the "crt" flashed brightly and displayed a blank screen. A back-up device was obtained and used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.